Event description:
It was reported device migration occurred. A left atrial appendage closure (laac) procedure was being performed. The patient anatomy was bifurcated broccoli shaped with some proximal pectinate with excessive distal volume. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The appendage was accessed via an inferior/mid stick using the trusteer was. Once in the appendage, the physician proceeded with the angiogram in the appendage. It measured around 21mm, so the case proceeded with a 31mm to help fill some of the excess volume. One (1) partial recapture and two (2) full recaptures were completed. The back puck of the device was positioned in-between the bifurcation of the anterior and posterior lobe. Position, anchor, size and seal (pass) criteria was checked and met. The wds was aligned with the circumflex, no shoulder, and looked perfect prior to release. Post release, the closure device shifted more proximal and continued to wiggle out. The closure device was monitored for about thirty (30) minutes, and it stopped shifted when 2/3 of the closure device was out of the appendage. The device was removed the next day using a non-boston scientific (bsc) grasping device and retrieval device. There were no further complications, and the patient was discharged.